Event description:
It was reported that, "when putting the real implant down, the broach would not fully seat in the canal. Physician tried twice and gave up before the cement hardened. Opened up smaller broach and cemented it is."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.